Manufacturer narrative:
Concomitant medical products: as gore was unable to determine which device was involved in the event if any; additional device(s) implanted include: pxc161200/06847605, UDI:(B)(4), pxl161007/06697108, UDI: (B)(4). According to the instructions for use (IFU) for the gore® excluder® aaa endoprosthesis; adverse events that may occur include, but are not limited to include: aneurysm enlargement. A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications.

Event description:
On (B)(6) 2009, this patient underwent endovascular treatment for an abdominal aortic aneurysm and was implanted with gore® excluder® aaa endoprostheses. The patient tolerated the procedure with no reported issues. It was reported that the distal seal zone of both legs was short (distance unknown). On an unknown date, late follow- up post-operative imaging identified enlargement of the aneurysm. The amount of enlargement was unknown. No endoleak was observed at this time and the cause of aneurysm enlargement was unable to be determined. On (B)(6) 2019, the patient underwent reintervention and additional devices were implanted to extend the legs on both sides. Final angiography showed no issues. The patient tolerated the procedure.